Event description:
During a remote follow-up, a diagnostic anomaly resulting in poor morphology scores was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.